Event description:
The manufacturer received information from a third party service center alleging a ventilator fails to charge its battery. The device was not in patient use. During the evaluation of the device at a third party service center, a failure of the device's internal battery was observed. The device's internal battery was replaced to address the issue.